Event description:
It was reported that high impedance was observed on a system diagnostic test on the patient's vns system. Subsequently, surgery to exchange the lead was completed. The explanted lead has not been received by the manufacturer to date. No additional pertinent information has been received to date.

Event description:
The explanted lead was received by the manufacturer, but analysis has not been approved to date. No additional relevant information has been received to date.

Event description:
Analysis was approved for the lead. The lead assembly was returned in nine portions. Note that the electrode array was not returned, so the entire lead could not be assessed. Set screw marks were observed on the connector pin, indicating there had been, at one point, a good electrical connection between the lead and generator. The coil of the connector ring appeared to be broken in several locations, and pitting was observed on the coil surface. No additional relevant information has been received to date.